Event description:
A physician reported a pt who was originally skin tested in the left forearm on a 7/8/97 with negative results, and was treated twice without adverse event. The pt was treated with two formations of collagen in the vermilion borders on 12/22/97. On 12/25/97, the vermilion borders became hard and nodular. The pt was seen by another physician, who believed the pt had a local staph infection at the vermilion borders, and prescribed oral erythromycin. On 1/19/98, the pt was examined at the injecting physician's office, who noted residual swelling at the vermilion borders, which the pt stated seemed to be resolving. The pt stated that she had developed some intermittent itching and redness at the forearm test site, (onset date not known). The physician believed that the pt had developed a hypersensitivity to collagen. No medical or surgical intervention was planned or prescribed for this pt.